Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2021. During the procedure, the bands became wrapped around one another and would not deploy. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: a photo of the device was provided by the account showing the ligator head outside the patient with the bands overlapped and some bands broken.